Event description:
It was reported a cs150 was used during a bowel procedure. It was reported by the affiliate the scissor could not be closed correctly. There was no consequence to the pt.

Manufacturer narrative:
Device-c. Date sent: 11/16/1998. D5,6; h4: info not available, device not returned for analysis.